Event description:
The following is based off a review of the patient's medical records provided to davol by the pt's attorney: (B)(6) 2012 - patient underwent a surgical procedure to treat an abdominal wall abscess infection that included the explant of previously placed and infected mesh. A piece of xenmatrix graft was implanted at the site and a would vac was used. On (B)(6) 2012 - physician notes indicates that the xenmatrix graft to have been infected and disintegrated within 36 hours of placement. No operative report was provided.

Manufacturer narrative:
As reported it appears that the graft was placed in a contaminated environment and disintegrated within 36 hours of placement. A lot number was not provided and as such a manufacturing records review could not be conducted. Additionally, no product was returned for evaluation. Based on the info provided it appears the problem was due to the pt condition and this was not a device related event. The IFU supplied with the device list infection as a potential adverse outcome. It also states that if an infection develops, it should be treated aggressively. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.